Event description:
It was reported that the pump's cartridge was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove an o-ring found on the pneumatic tap and clean the area, after which they successfully reloaded the cartridge and resumed insulin therapy.